Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss in the balloon. The balloon was removed and replaced with no patient complications.